Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the sensing integrity counter (sic) value of the ICD (implantable cardioverter defibrillator) was 3402. In addition during ICD implant a small outer insulation defect was observed at the proximal section of the p/s part which was repaired with a lead splice kit. The previous device also showed some sic`s with normal electrical measurements. A review of the device data showed some fast nsvt`s for 5-7 intervals (fs) with egm. A lead replacement is considered. No patient complications have been reported as a result of this event.